Manufacturer narrative:
The unit passed the displacement test. However, the unit alarmed motor error during the basic occlusion test due to a loose and flush drive support disk. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a and cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.